Event description:
It was reported that a pump had an inoperable keypad. It was reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Confirmed keypad output anomalies. Keypad malfunctions were obvious during the product eval. The following keys were inoperable: #8, and #9 keys. This is caused by a failed keypad. When attempting to navigate through care area/drug selection, and attempting to input desired parameters the following was observed. When any of the remaining functional keys are pressed an automatically output of the #9 key will occur following the selected key's function (e.g. When the #1 key is pressed 19 will be displayed. When in alphabetic mode and the abc key is selected. Ay will be displayed interfering with the mdl drug search). The keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.